Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing to the root of inferior mesenteric artery during a laparoscopic low anterior resection procedure, the stapler did not fire. The display screen showed the indicator of the cartridge was ready for use. The surgeon re-clamped the tissue and pushed the green button then tried to fire the device, however he could not. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.